Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced to resolve the issue. System was configured to match setting and system was tested with navigation system and electronic picture archiving and communication systems (pacs). A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, when booting up the imaging system a blue screen is displayed on the mobile view station (mvs) and the system had to be rebooted. There was no patient present at the time of the issue.

Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.